Event description:
During a procedure with a balloon catheter inside a small blood vessel of the patient's brain, the operation room table dropped down by 10 to 20mm. No injury to the patient or user was reported. (B)(4).

Manufacturer narrative:
This investigation is ongoing, additional information will be provided in a follow-up report. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.